Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead was replaced due to the helix unable to extend. Once the replacement lead was placed, the impedance was very high. The lead was removed and replaced with another. The patient was in stable condition.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual inspection of the lead did not find any anomalies.